Event description:
It was reported that the device was protruding from the patient. The leads were coiled up and tangled. The physician uncoiled the leads. The device was removed and replaced. It was noted that the new device was placed deeper in the subcutaneous tissue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.